Manufacturer narrative:
(B)(4). Method: the subject mr290v autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. F&p requested for further information from the customer, including the sequence of events and photographs. However, limited information was provided. Our investigation is based on the information, and description of events provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph observed a crack parallel to the chamber dome, confirming the reported issue. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the mr290v autofeed humidification chamber. The user instructions which accompany the rt380 adult dual heated evaqua2 breathing circuit include the following: · ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. · visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. · check all connections are tight before use. · perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. · appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor in china reported on behalf of a healthcare facility, that the mr290v autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit had a cracked chamber dome and failed the pre-use leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.